Event description:
The customer reported that 3 unidentified pumps were shutting off due to failed power supplies. The reporter stated that nurses were reporting that they were going back in the pts room and finding that the pumps were off due to the failed power supplies and were not charging the batteries. There were no pt injuries reported. The devices could not be identified and only one power cord is available for evaluation. No further info was available.

Manufacturer narrative:
(B)(4). Baxter rec'd the power cord for evaluation. The cord was rec'd inoperable with no led, no vcd. The bear investigation found the following: the root cause of the bulge on the power cord is that the common mode choke had failed due to overheating over a prolonged period of time caused by compromised wire. The results of the investigation indicate that the wire for the common mode chokes was compromised during the winding process from the bear vendor supplier. This power cord is listed as RMA# 8947 in the bear investigation. The power cord was already replaced.